Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all combinations of devices (sk12 and/or sd11) intended to be implanted were reviewed (1405-1012, 1405-1014, 1405-4005 and 1508-4000) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the information provided, all hardware was removed in a revision surgery due to a suspected infection. However, upon hardware removal the physician indicated there were no visible signs of infection with testing further confirming neither the bone nor wound was infected. One screw was found broken during the revision surgery and the tip was retained in the patient's cuneiform. The most likely cause cannot be determined due to the device not being returned, however, since the possibility of infection was ruled out, it is possible that improper postoperative care resulted in impaired wound healing and asymptomatic screw breakage. The instructions for use identify warnings related to postoperative care. The company will supplement the MDR as necessary and appropriate.

Event description:
After an initial bunion surgery was completed on (B)(6) 2017 all hardware (unknown combination of sk12 and/or sd11) was removed from the patient in a revision surgery on (B)(6) 2017 due to a suspected infection. However, upon hardware removal the physician indicated there were no visible signs of infection with testing further confirming neither the bone nor wound was infected. One screw was found broken and the tip was retained in the patient's cuneiform. The broken screw was not the determining factor for performing the revision surgery, rather identified during the case on (B)(6) 2017.